Manufacturer narrative:
Additional information was received on 10/30/2018. The impacted product was a mentor smooth round moderate profile 275cc saline prosthesis that was filled to 300ccs. The device was implanted in 2006. On (B)(6) 2018 the device was replaced with a mentor smooth round moderate profile 300cc saline prosthesis. The device history record (DHR) of lot number 5561062 was reviewed on (B)(6) 2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2018. It was reported that a patient had a mentor smooth round moderate profile 275cc saline prosthesis implanted and experienced deflation post procedure. Upon receipt by mentor, the device contained no fluid. During evaluation a crease was observed on the anterior extending to the posterior aspect. Additionally, a rent in the vicinity of the diaphragm valve was discovered. Microscopic examination of the edges of the observed gave no indication as to cause. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed. Investigation of this complaint and similar complaints identified the most probable cause as stress concentration at the anterior valve region of the shell. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient had an unknown mentor saline prosthesis implanted and experienced deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No additional information has been made available at this time. If additional information is made available in the future a supplemental report will be submitted.